Manufacturer narrative:
The pump had a blank display after countdown due to a faulty component on the mother board. Unable to verify the check settings alarm or other alarms due to the blank display. The pump was received with cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed bolus stopped working. The customer's blood glucose reading was 80 mg/dl at the time of incident. Troubleshooting found that the alarm could be cleared but then the pump alarmed again and could not be cleared. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.